Event description:
Routine checks of the emergency department (ed) airway carts by nursing - concerns about our nasal airways feeling stiff and "crunchy." Not outdated. When packaged opened, plastic is hard and visible cracks noted when airway is manipulated. Airway is meant to be soft and pliable, as it is inserted into the nasal passage. These are stored on the top of each airway cart in the room. Wondering if because they are exposed to fluorescent light 24/7 that might have something to do with it? It's been this way for years and we've never noticed it before though. So maybe something changed in how the product is made?